Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and results of the complaint investigation there is no indication that the reported peeling of the polytetrafluoroethylene (ptfe) coating and foreign body in patient (if any) is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is possible that interaction with the guide wire introducer or rotating hemostatic valve (rhv) during removal caused the teflon coating to become scraped; however, this could not be confirmed. Additionally, it was reported that it is unknown if any portion of the guide wire coating remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless device was successfully used during the procedure. However, upon removal, the polytetrafluoroethylene (ptfe) coating was found to be peeling from the device. Therefore, the device was removed and the procedure was completed reported device. It is unknown if any portion of the guide wire remains in the anatomy. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.